Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartrate 3 lvas (left ventricular assist system), serial number mlp-(B)(6) and the reported events could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for renal dysfunction and was discharged on (B)(6) 2022. The relationship between the event and the left ventricular assist device (lvad) was considered to be low but undeniable as the deterioration of renal function was due to right heart failure. During the admission, cardiac catheterization was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.